Event description:
It was reported that the lead exhibited oversensing, which led to inappropriate high voltage therapy. There were previous reports of impedances falling below 200 ohms. The lead was tested multiple times in 2008, all resulting in acceptable lead impedances. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.